Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 600 mg/dl. Customer stated that the cannula was bent. Customer was using auto mode. Customer stated that the reservoir had air bubbles. Approximate size of air bubbles was coca cola. The insulin pump will not be returned for analysis.